Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the returned cartridge cap was damaged. Investigation also revealed that all keypad buttons were intermittently unresponsive and that there was contamination under all key contacts. Additionally, investigation revealed that the display was dim and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 04/03/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/03/2015 with the following findings: visual inspection revealed that the battery compartment was cracked below the bumper pad and between the bumper pad and top. The returned cartridge cap was found to be damaged. The returned battery cap was able to be fully secured to the pump and was used to complete all testing. The audio bolus button cover was found to be torn/punctured. The audio bolus button responded to button presses despite the button cover damage. The keypad was found to be fully intact; no damage or peeling was observed. During testing, all keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts. Additionally, evaluation revealed that the display was dim and discolored. Unrelated to the complaint, evaluation revealed that the pump label was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). (B)(4).